Event description:
A male underwent initial zenith placement with one renu graft, one iliac leg graft, and two occluders in 2005. The pre-existing graft of another MFR had migrated >10mm. A CT scan completed 12-months post-procedure revealed thrombus adherent in the renu graft resulting in 30% stenosis. On a CT scan completed 20 months post-procedure, adherent thrombus was again indicated although no percentage of stenosis was provided.

Manufacturer narrative:
Eval: still under investigation.